Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the review of the device history record. The following sections of this report have been updated: corrected h.6 component codes, type of investigation, investigation findings and investigation conclusions. The device was not returned for evaluation and no product returned engineering evaluation performed. No imagery was provided for review. A device history report (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No evidence of a product nonconformance or labeling/IFU inadequacies were identified in evaluation. The risk of valve deterioration has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on valve stenosis. Users are informed of the residual risks associated with use of the valve through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with valve deterioration. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was confirmed by medical records. Per medical record review, 'the tavr valve was well-seated, completely epithelialized." Based on the limited information provided, the root cause for the valve degeneration approximately 2 years 6 months post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. No manufacturing non-conformance were identified. No IFU deficiencies were identified no corrective an preventative action nor product risk assessment is required. Since no edwards defect was identified, no corrective or preventative actions are required. Reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by patient implant registry department, approximately 2 years and 6 months post implantation of a 23mm sapien 3 valve in the aortic position via the transfemoral approach with the 23mm commander delivery system and 14f esheath set, the device was explanted. A 21mm surgical valve was implanted in the aortic annulus. Per medical records received, approximately 2 years and 6 months post tavr, the patient presented with chest discomfort and was admitted for workup. A tee done 4 months prior had reported moderate intravalvular leak, gradient 43/83 mmhg, aortic valve area 0.82, and leaflets with normal excursion. There was also moderate to severe mitral regurgitation, mild to moderate tricuspid regurgitation, and pulmonary hypertension. A follow up tte done 3 months later reported a mean gradient of 39 mmhg, aortic valve area 0.64, and moderate perivalvular leak. A CT of the heart reported halt with mild thickening of the leaflets. Due to the patient complex medical history surgical, it was decided that the best approach for this patient was to perform intervention to address the aortic stenosis with worsening symptoms, as well as to repair the severe mitral regurgitation. A week later the patient underwent an aortic valve replacement, a mitral valve replacement and a maze procedure concomitantly. Per the explant procedure op report, the tavr valve was well-seated and was completely epithelialized. There were no complications during the explant procedure and the patient was discharged home in stable condition on post-operative day 6.